Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 98718un23 did not identify an increase in complaint activity related to the customer's issue. A review of tracking and trending did not identify any related trends for the product for the issue. A review of historical performance of the lot 98718un23 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 98718un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 98718un23. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed for lot 98718un23 and did not identify any potential non-conformances, non-conformances, or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat troponin-I reagent lot 98718un23.

Event description:
The customer reported falsely elevated architect stat troponin-I results for one patient sample. The following data was provided: sid (B)(6). Architect initial troponin-I result = 0.078 ng/ml (not reported); repeat results = 0.031 and 0.019 ng/ml I-stat result = 0.01 ng/ml normal range = 0.000 ¿ 0.040 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (The full sample ID) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I results for one patient sample. The following data was provided: sid (B)(6): architect initial troponin-I result = 0.078 ng/ml (not reported); repeat results = 0.031 and 0.019 ng/ml. I-stat result = 0.01 ng/ml. Normal range = 0.000 ¿ 0.040 ng/ml there was no impact to patient management reported.